Event description:
The customer reported that the insulin pump started alarming motor error for the past two weeks. The blood glucose reading was 164mg/dl. Troubleshooting was performed, and the drive support cap appears to be normal. During the call, the customer mentioned that originally he was in the hospital for gastroenteritis, and while staying in the hospital he also had diabetes ketoacidosis. The caller stated that three weeks ago his glucose level was 360mg/dl, but after eight hours it went up over 800mg/dl. The customer stated that they took him off the insulin pump, he was treated with an insulin drip, and that is when his blood glucose went up. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.